Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandmother reported via phone call of high blood glucose readings and hospitalization. The customer went to the hospital before (B)(6) and had high readings of 600 mg/dl. The customer stated that her blood glucose were extremely high for the month prior because the customer did not want to have the responsibility of using the pump.